Manufacturer narrative:
An event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to ipg becoming inoperable. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.